Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states ''the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-04827. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified common iliac vein. An 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. Upon first inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was removed and another 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced. Upon first inflation at 3 atmospheres for 20 seconds, this balloon also ruptured. The device was removed and the procedure was completed with a third 18-4/5.8/75 xxl¿ esophageal balloon catheter. No patient complications were reported and the patient's status was fine.